Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional on 2017-mar-20 reported the motor stall occurred on (B)(6) 2017 and recovered on (B)(6) 2017. Patient's weight was noted as (B)(6). No further complications were reported/anticipated.

Event description:
Additional information received from a consumer reported a couple years ago when the patient had and MRI the pump didn't turn back on and they didn't know about it for about 4 days. It was noted the patient went through withdrawals.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. They did an MRI on the patient's upper arm and back on (B)(6) 2017. They did two mris that day and the pump did not recover following the second. On (B)(6) 2017, the patient was feeling anxious, nervous, jittery, her body "was going through some changes it normally would not go through, and was eating all day. On (B)(6) 2017, the patient was in a lot of pain, had a sharp pain, and was feeling strange and funny. The patient went to her hcp and found the pump had stalled from the MRI on (B)(6) 2017. The MRI discovered that the patient had scar tissue growing and her spinal cord was narrowing and pinching the nerves "or something". Additionally, the hcp increased the patient's pump medication.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 12 mg/ml dilaudid at an unknown dose via an implantable pump for non-malignant pain. It was reported that a motor stall occurred following an MRI. The logs were read and a recovery was noted. It had not been less than two hours since the patient exited the MRI field. No symptoms were reported and the issue was resolved. The event date was noted to be (B)(6) 2017.